Event description:
It was reported that a leak occurred on a homechoice (hc) device during automated peritoneal dialysis (apd) therapy. The patient was not connected at the time of the event. Troubleshooting revealed that the care giver (cg) had pressed go to start the initial drain while attempting to prime the patient line. The cg realized the mistake when solution was leaking from the line. A technical service representative (tsr) helped the cg end therapy and instructed the cg to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a leak due to a use error, where the caregiver was attempting to prime the patient line and ended up pressing the go button to start the initial drain instead. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.